Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a hip revision surgeon removed an acetabular shell and replaced it with a competitor shell. The surgeon retained the definition stem and replaced the ceramic v40 head with a v40 to c taper sleeve and a c taper 36 +0 ceramic head. There were no adverse effects to the patient and the surgery was completed successfully. Surgeon was notified that 40 mm heads were not available onsite but that they could be sent to the hospital if requested by the surgeon. A different medical device manufacturer shell was used with a stryker stem and constitutes an "off label" use at the discretion of the surgeon.

Manufacturer narrative:
Reported event: an event regarding malposition involving an acetabular shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During a hip revision surgeon removed an acetabular shell and replaced it with a competitor shell. The surgeon retained the definition stem and replaced the ceramic v40 head with a v40 to c taper sleeve and a c taper 36 +0 ceramic head. There were no adverse effects to the patient and the surgery was completed successfully. Surgeon was notified that 40 mm heads were not available onsite but that they could be sent to the hospital if requested by the surgeon. A different medical device manufacturer shell was used with a stryker stem and constitutes an "off label" use at the discretion of the surgeon. Update as per sales rep: patient was revised due to cup position.